Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the threshold was 0.5 volts on (B)(6) 2016 and rose to 2.5 volts by (B)(6) 2016. It then dropped to 1.5 volts by (B)(6) 2016. (B)(4).

Event description:
It was reported that during device check post implant, the patient's right atrial (ra) lead had elevated thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.